Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a wound check 2 weeks after device implant. The pocket was red and swelling was seen around the stiches. The patient had developed an infection. The system was explanted. The patient's condition post procedure was stable.